Event description:
It was reported that the patient developed a hematoma following device implant. Following hematoma removal procedure, infection was discovered via pus coming from the device pocket. The device was explanted. The patient was stable following the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.